Event description:
(B)(4). I have server headaches, irregular and heavy bleeding some time two week. At a time off and on. Pain in my pelvic area, cramping. So tired all the time. Bloating and bowel issues. Moody tenderness in my breast.